Event description:
Follow up information received from the manufacturer¿s representative reported that the ¿energy¿ sensation was around the ins. Impedances were checked. The amplitude was adjusted and the device was interrogated. There were no upcoming appointment dates for the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep): regarding the patient feeling "energy" sensation a t the back, around the ins area at night but sometimes in the day, the patient reportedly feels the sensation at night. The doctor is aware of the issue and no discussion has been made at this time regarding explanting the device. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported by a patient to a manufacturer representative (rep) that the patient was feeling ¿energy¿ at the ins. The rep noted that they hadn¿t seen the patient however the patient reported ¿energy¿ sensation at the back and around the ins area. The caller reported that the therapy was working for the patient and the patient reported stimulation in the vaginal/rectal area appropriately. No troubleshooting/interventions could be done as the rep was not with the patient. It was reviewed with the caller that they could request that the patient turn the stimulation off to see if there was a change in the stimulation. It was reviewed that the rep could discuss general healing of implant site and to send the patient to the health care physician (hcp) as needed. It was noted that the symptoms reported were ¿energy¿ at the ins and that it was gradual. The rep reported that the patient reported this sensation at night but sometimes in the day since the implant a few days ago. There were no further complications reported.